Manufacturer narrative:
(B)(4). Fisher & paykel healthcare is currently in the process of obtaining the subject complaint iw933 cosycot infant warmer for further investigation. We will provide a follow up report once we have completed our evaluation.

Event description:
A hospital in (B)(6) reported that the harness connectors of an iw933 cosycot infant warmer were burnt and discoloured. No patient consequences were reported.

Event description:
A hospital in georgia reported that the harness connectors of an iw933 cosycot infant warmer were burnt and discoloured. No patient consequences were reported.

Manufacturer narrative:
Ps311070 method: the heating element from complaint iw933 cosycot infant warmer was received at fisher & paykel healthcare (f&p) new zelanad where it was inspected by trained f&p personnel. Results: visual inspection of the returned device revealed that a portion of the heating element was rusted. The elemnet resistance on the rusted area was measured and found to be out of specification. Conclusion: based on the inspection carried out, the heating connectors were not discoloured but the heating element was rusted and measured out of specification. The most common cause of e17 is the degradation of heating element leading to open circuit and usually due to a normal aging failure of the heating element parts. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). The entire harness is enclosed in a ul v-0 rated fire retardant enclosure. Should the connectors completely fail during the operation, an audible and visual alarm will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming.